Manufacturer narrative:
The investigation determined that the reagent sensor alarm issue was not the cause of the discrepant results. Based on the results provided, the investigation determined the event was consistent with pre-analytical handling issues.

Event description:
The initial reporter questioned the results for multiple patient samples tested for sodium electrode (na) on a cobas pure sample supply unit. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 152.4 meq/l. The repeat result was 142.4 meq/l. Patient 2 initial result was 152.3 meq/l. The repeat result was 143.7 meq/l.

Manufacturer narrative:
The na electrode lot number was bkj23 and the expiration date was not provided. The field service engineer (fse) checked the reagent tubing, cleaned the sensors, switched the internal standard sensor with the reference sensor, and cleaned the reagent filter. A few days later, a reagent sensor alarm continued to display, indicating the reagent solution needed to be replaced. The alarm continued to point to the internal standard reagent; however, no bubbles were observed in the tubing. The sensor was switched back to the reference reagent position. The instrument displayed the reagent sensor alarm again, but with the reference reagent; no bubbles were observed in the tubing. Following reagent purges, the sensor alarm stopped, and the instrument operated successfully after calibration and qc. The investigation is ongoing.